Manufacturer narrative:
Findings: unable to confirm e70 alarm in alarm history screen due to over written history file. Passed displacement test, rewind test. Motor was tested outside of the unit and passed. Motor error alarms during basic occlusion test due to moisture damage on fsr. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 187 mg/dl. The customer stated that the alarm occurred 5 times in the last 30 days. The customer stated they received e70 alarmed. The customer stated they use sensor feature in the pump. The customer was able to rewind. The customer was advised that the device would replaced and agreed to return the product for analysis.